Event description:
It was reported the pt is without stimulation due to the patient's inability to recharge the ipg. A replacement charger was sent and the patient instructed to charge the battery. Follow-up identified the charger would never locate or recharge the ipg. The physician has elected to perform surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.